Event description:
Customer reported fluid leaked during an infusion at the tubing to filter engagement. End user: (B)(6). There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.